Manufacturer narrative:
Zoll has received the thermogard xp ivtm system for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (B)(6) displayed a message indicating that the air trap should be checked. Despite cleaning the air trap detection sensors, the message persisted. No information was shared with zoll about the patient's treatment status or whether the system was intended for use on a patient or being tested.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a message indicating that the air trap should be checked was confirmed based on the event log review. The event log data indicated the occurrence of an alert 2.5.0, "saline empty"; however, it was not reproduced during functional testing. Nevertheless, the airtrap sensor block with board was replaced as a preventive precautionary measure to address the reported complaint. The thermogard xp ivtm system passed the functional testing. Nevertheless, the airtrap sensor block with board was replaced as a preventive precautionary measure to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn t(B)(6).